Event description:
During a remote follow up, undersensing resulting in unnecessary pacing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a rv lead dislodgement was observed. No intervention has been performed at this time. The patient was stable and will continue being monitored.